Event description:
The patient presented with a large seroma at the pump pocket site. Approximately 80 cc was drained from the site; it was tested and they found that there was some csf in the fluid along with serous fluid. It was noted that the pump was placed on the hip beneath the iliac crest. The patient had not had any trauma or falls, but did have other health issues and was presenting with various issues at the clinic on a regular basis. The patient was taking more orals to help with symptom relief. Exploratory surgery was done on (B)(6) 2011 and it looked like there was some leakage from the side port area. During the procedure, the site where the catheter entered the spinal column was sutured more securely and the pump was replaced. The device system was used to deliver dilaudid (4 mg/ml). See manufacturer's report # 3004209178201104479 for outcome.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. (B)(4).

Manufacturer narrative:
(B)(4).